Event description:
It was reported that during a middle cerebral artery (mca) aneurysm procedure, the physician planned to deploy a subject stent using a microcatheter. After the microcatheter was successfully positioned, the physician began delivering the subject stent. When the subject stent reached the microcatheter tip for deployment, significant resistance was encountered, and only the first section of the subject stent was deployed, while the remaining portion failed to deploy. The physician then withdrew both the stent and the microcatheter from the body and subsequently deployed the subject stent outside the patient's body. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date - added. D4 gtin - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received in a deployed condition, which is aligned with the event description. The stent delivery wire (sdw) was returned within a microcatheter, the introducer sheath was not returned. All 3 marker bands were present at both ends of the stent. The sdw was kinked/bent at the distal end and at the proximal end. Dried blood was present at the distal tip of the sdw. The functional inspection unable to perform as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported codes 'stent partial deployment' and 'stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that when the stent reached the tip of the microcatheter for deployment, significant resistance was encountered, and only the first section of the stent was deployed while the remaining portion failed to deploy. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. The stent was received in a deployed condition, which is aligned with the event description. The stent delivery wire (sdw) was returned within a microcatheter, the introducer sheath was not returned. There was deformation noted to the stent and the sdw was kinked/bent. Dried blood was present at the tip of the stent delivery wire. In the case of this complaint, it is not possible to determine exactly why the user experienced the resistance and the abnormal release of the stent through the distal tip of the microcatheter. It is most likely that, due to some unknown procedural or anatomical factors, the user experienced resistance while attempting to deploy the stent. Due to this resistance, it is possible that the user applied force to try and deploy the stent resulting in the partial stent deployment and deformation noted to the sdw and stent. Based on the review of all available information, the as reported 'stent partial deployment' and 'stent difficult/unable to advance or pullback through catheter' codes as well as the as analysed ¿stent deformed¿ , ¿sdw kinked/bent¿ code will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural factors during use.

Event description:
It was reported that during a middle cerebral artery (mca) aneurysm procedure, the physician planned to deploy a subject stent using a microcatheter. After the microcatheter was successfully positioned, the physician began delivering the subject stent. When the subject stent reached the microcatheter tip for deployment, significant resistance was encountered, and only the first section of the subject stent was deployed, while the remaining portion failed to deploy. The physician then withdrew both the stent and the microcatheter from the body and subsequently deployed the subject stent outside the patient's body. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.